Event description:
It was reported that during an unknown procedure, the surgeon used instrument, was used with with the reload to seal vessels, in one of the firings, the reload wasn't closing all the clips from the cartridge. Some of the clips were not formed properly. The clips were from the outer end of the reload, the one reload used with one of the unformed clips. A different instrument was used and worked fine. There was a small bleeding due the unformed clips in the firing sequence described in this case. The bleeding was stopped. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. No device returned. Sterile reload. Method, results, conclusion: twelve reloads were returned for analysis. One reload was received in good visual condition and void of staples. No functional test was performed. Eleven reloads were returned sterile and without an instrument. One of sterile reloads was opened and tested for functionality with a test device. The device cycled, fired, and formed all of the staples as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.